Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot#: j11024r69, implanted: (B)(6) 2002, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The serial number of the patient's pump was provided. The catheter revision occurred on (B)(6) 2018. The excised catheter segment would not be returned, as there was contaminated material around the segment, so it was disposed of.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j11024r69, implanted: (B)(6) 2002, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: j11024r69, ubd: 24-jan-2004. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine (17.5 mg/ml at 6.994 mg/day), clonidine (275 mcg/ml at 109.91 mcg/day), and bupivacaine (25 mg/ml at 9.992 mg/day) via an implantable pump for an unknown indication for use. It was reported there was a blocked catheter. The event date was reported to be (B)(6) 2018. The patient experienced drug withdrawals, skin crawling, and pain returning. The patient stated he was taking "the wifes drugs;" some old drugs he found to tide him over until seeing his doctor. The patient could not say what they were; they thought they were some morphine type drug. It was initially thought to be a pump issue, but on interrogation this was determined not to be the case; interrogation proved the pump had not stalled or stopped. There was no record of stall on the data print out. The hcp decided to investigate the catheter through exploration. The hcp found complete blockage at an obviously kinked area at the base of the spine in the spine catheter segment. It was reported the catheter had been in situ for 15 years, so the hcp was not overly surprised. The hcp tried to inject through kink, but no fluid went through. 4 cm of the catheter were excised and a new pin was used to connect it back together. This was also reported to be a partial replacement. It was stated the catheter remained implanted and in service. The issue was resolved. No contributing factors to the event were identified. The patient status was alive - no injury. No further complications were reported or anticipated.